Event description:
The device was returned for a bad lcd. Upon return, the device was powered on and the lcd screen was distorted, confirming the bad lcd complaint. The device was opened to inspect for internal damage. The rear cover o-ring and the front cover o-ring will need removed and replaced due to damage (pinched gaskets). The lcd screw mounts were broken causing the main pcba to be loose. The pneumatic plate has cracks at the screw mounts. The nanoblade internal embedded antenna, rohs was unseated and will need to be reseated during repair. The fva lip seals, upper loading pin lip seals, and lower loading pin lip seals were cleaned with alcohol and had excessive debris on it and will be removed and replaced in repair. After all repairs are made, the device will be sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "bad lcd. No patient harm nor any active infusion stopped". A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.